Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer performed a pump reset prior to contacting tandem technical support and the malfunction alarm was cleared. Subsequently, it was reported that the customer received multiple continuous glucose monitor (cgm) error 42's. Pump was reset to resolve the issue and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 122 mg/dl.